Manufacturer narrative:
Section d1: brand name: corrected. Section d4: model number and catalog number: corrected. Incidental finding: damaged white bend relief observed within the provided image. The reported event of the system controller¿s power cables showing signs of oxidization was confirmed via the customer¿s provided image. Dried green liquid was observed within the controller¿s white bend relief. The system controller (serial number (B)(6)) was not returned for analysis. The provided log file was reviewed; however, no atypical events regarding the controller were observed, and the pump operated as intended. Available information for this event indicates that rescue tape was applied to the affected areas and that the controller was not exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was in the emergency department (ed) due to chest pain. There was noticeable oxidation on both power cords. It was known that the patient had a fractured driveline and was not a surgical candidate. Log files were sent for review and showed that the log file continued to capture driveline fault alarms due to the known driveline damage. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient remained for a period of observation and had requested pain medication. The patient's lab work was largely unremarkable showing namely serial troponins. Tylenol (acetaminophen) as well as a gastrointestinal (gi) cocktail was offered which the patient declined. Rescue tape was placed over the site of oxidation on the power cords and no further issues were reported. A system controller exchange was not performed. It was unknown if the patient's chest pain was resolved as the patient had left the ed at their own request. Driveline faults due to known driveline damage MFR# 2916596-2022-15175.